Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1204as-100 serial/batch number 4078139652 was received for evaluation. The visual evaluation found that the cutting tip was broken off, and the remaining tip was bent. Functional testing was performed by pressing the handle button without issue. The most likely cause of the reported failure is user error, specifically mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during the use the complaint allegation was confirmed. Refer to the investigation picture.

Event description:
It was reported that during an all-inside anterior cruciate reconstruction surgery the femur was drilled with a drill without any problems, but during further drilling on the tibia, a metal piece fell out into the knee when the joint was opened, and the surgeon removed it outside the joint. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.